Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken molded insulator of the grip tips. As a result, the grip tip was dislodged. A broken piece approximately 4.13mm x 9mm in size was missing and not returned with the instrument. Additional observation not reported by site that is related to the primary failure: the instrument was found to have damaged conductor wire insulation where it connects to the grip tip. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found a broken molded insulator that affected the grip tip where the conductor wire is connected to.

Event description:
It was reported that during a da vinci-assisted incisional hernia transabdominal preperitoneal (tapp) surgical procedure, after a conflict with a needle driver instrument, the grey plastic around the grip of the fenestrated bipolar forceps (fbf) instrument broke and fragments fell. The jaw was misaligned. The customer retrieved the fragments during the procedure. The procedure was able to be completed. A post-operative x-ray was performed. Intuitive surgical, inc. (Isi) received the following additional information via follow-up: the surgeon believed the reported physical damage occurred due to the fbf colliding with a needle driver instrument. There were no issues with the instrument's functionality prior to the issue occurring. The instrument had not been removed prior to the breakage occurring. Upon final removal, the instrument's wrist was straightened. The staff felt no resistance to removing the instrument through the cannula. No damage to the cannula was noted. No additional damage was noticed against the instrument. An additional procedure was not needed to remove the fragments. The patient has not returned to the hospital due to post-surgical complications.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. It has not been received for failure analysis investigation. Review of the provided images was consistent with the alleged complaint that the instrument grip broke, and the jaws were misaligned. .